Manufacturer narrative:
(B)(4). G2 : foreign country : (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that prior to surgery, staff discovered that the battery pack had leaked into the packaging. Another device was used for the procedure. No staff or patients were harmed. No adverse events were reported as a result of this malfunction. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. Visual inspection of the product showed the battery pack was busted open and there was black debris from the battery expulsion throughout the tyvek tray. Batteries were in the correct orientation inside the pack. Due to the damage from the expulsion, it could not be determined if there was damage present to the wiring before the expulsion. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.